Event description:
It was reported that the patient underwent a posterior spinal fusion from t2-pelvis. It was reported that sometime post-op, the setscrew popped out of the bone screw at left s1. The patient underwent a revision surgery to replace the s1 bone screw and the setscrew. The left iliac screw was also removed and replaced with a larger screw. It was noted during the revision that the threads were not cross threaded on the set screw or the bone screw. No patient complications were reported.

Manufacturer narrative:
Visual and optical examination did not identify thread damage. Very minimal witness marks on boss provide little information regarding the nature of the complaint. After visual, optical inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for evaluation, however films were supplied for review which found: ap, lateral x-ray of t4-iliac. Noted set screw loosening at s1.